Manufacturer narrative:
No samples displaying the condition reported are available for examination. We were unable to fully investigate this incident and no root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided.

Event description:
Material no. Unknown, batch no. Unknown. It was reported that during use of the unspecified syringe there was leakage when the plunger was pulled back. (9 of 12) the following information was provided by the initial reporter: "10cc ns syringe. Pulled back on syringe, blood leaked back into plunger area and out the back side of the patient."

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. The (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: no root cause can be determined as no samples were received. Rationale: no batch #, sample available.

Event description:
Material no. Unknown, batch no. Unknown. It was reported that during use of the unspecified syringe there was leakage when the plunger was pulled back. (9 of 12). The following information was provided by the initial reporter: "10cc ns syringe. Pulled back on syringe, blood leaked back into plunger area and out the back side of the patient."